Event description:
It was reported via repair work order that the bed was stuck at an elevated height due to motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.